Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A director of operations reported that the facility's surgeons have patients that experienced multiple intraocular pressure (iop) spikes post operatively with the microstent implant. The initial couple weeks are consistently presenting very well; however, the iop spikes have occurred with an impressive spike around the 3-week mark. The surgeon reported hemorrhages were present following the implant. There were three surgeons identified as having this issue. This report is for 1st of 3 surgeons.

Manufacturer narrative:
No sample has been returned for evaluation for the report of intraocular pressure (iop) spikes 3 weeks postoperatively; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. There is no information provided regarding any surgical complications that might have occurred (e.g., the presence of an oversized cyclodialysis cleft) during device implantation, and no information provided regarding device positioning (e.g., optimally positioned, or positioned more posteriorly than optimum) at completion of the case. There is also no information provided regarding any postoperative conditions, complications or medication used for the patient that might have an effect on iop. Any of these factors could be associated with elevated iop postoperatively. There is no mention of device failure. Possible root cause is that elevated iop is an established risk associated with device implantation, which is clearly specified in product labeling. The manufacturer internal reference number is: (B)(4).